Manufacturer narrative:
Correction: investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was used on laparoscopic gastrectomy, the following was loaded then tried to be fired and the device could not be fully open. So additional device was used for firing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was used on laparoscopic gastrectomy, the following was loaded then tried to be fired and the device could not be fully open.